Event description:
It was reported that review of the electrogram (egm) strip from three months earlier found oversensing of noise due to electromagnetic interference (emi) along with pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) was unable to conclusively determine if the pmt episodes were true and appropriate or inappropriately marked. It was further determined that at the time of the egm the patient was having surgery which was the cause of the noise. The surgery was due to movement of the pacemaker which was causing the patient pain. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker was moved as the patient was complaining of pain. The patient underwent pocket revision. Additionally, the patient had experienced false pacemaker mediated tachycardia (pmt) episodes and there was no necessary reprogramming needed. The device remains in service. No additional adverse patient effects were reported.